Event description:
It was reported that noise was observed on real-time egm. Data review indicates that none of the noise was sensed. Interference with telemetry is suspected. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.